Event description:
It was reported that the patient presented with infection and wound dehiscence at device pocket site during follow-up in clinic. The yellow pus was noted at the device pocket site. The pacemaker and right ventricular lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.